Manufacturer narrative:
Product analysis: the product was lost, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A still cine image returned shows the device with the capsule partially open and the proximal end of the capsule is separated. There was also a still fluoroscopic image, confirming a good load. The presence of a good load cannot be independently confirmed with a still image in one plane. Capsule separation occurs due to excessive compressive forces applied to the capsule. The cause of the excessive compression forces and high tension in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however the root cause cannot be conclusively determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during deployment, as the capsule was opening, the physician unscrewed the handle of the delivery catheter system (dcs) to the tactile indicator, but nothing happened. The team noticed a capsule separation had occurred. The valve was recaptured and was withdrawn along with the dcs from the patient and not used for implant. Subsequently, a second dcs and a new transcatheter bioprosthetic valve were used for implant. It was reported that loading was performed by experienced medtronic personnel and a hospital staff nurse. It was noted that fluoroscopic check was performed to confirm the load. Femoral access was used, and the minimum access diameter was 6-7mm. No adverse patient effects were reported.